Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to fluid loss; therefore, a surgical procedure was performed to remove and replace the device. No additional information was reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. A2: age at time of event. A3a: sex. A3b: gender. B7: other relevant history. D4: model number, lot number, catalog number, expiration date, unique identifier. C2/d10: concomitant product/therapy. H6: patient codes. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly and presented fluid loss. Additionally, it was noted that the patient experienced pain. A surgical procedure was performed to remove and replace the device. No additional information was reported.